Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 1) 95 mg/dl and 48 mg/dl 2) 84 mg/dl and 51 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device, and replacement was sent.

Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the stent damage occurred. Upon opening the package, the physician realized that the 2.50x32mm taxus liberte stent struts were already opened. There were no patient complications reported and the procedure was completed with another of the same device.

Manufacturer narrative:
The event occurred in (B) (6).